Event description:
During a simple bal procedure, anesthesia noticed that it appeared that the patient was not being ventilated. The patient vitals were changing. The patient had an lma initially and he intubated the patient and began to us the bvm to ventilate the patient. A code blue was called, once pulses returned, patient was placed on a respiratory transport ventilator and transferred to ICU. It was determined by the anesthesia tech that the bellows on the anesthesia vent was not working. Bio med later came and that part of the vent was changed and was checked. I requested the anesthesia ventilator be pulled from service today (B)(6). Event took place (B)(6) 2025.